Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: right side rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with a unknown size unknown saline implants on the right and was presented breast implant deflation noticed on (B)(6) 2019 by patient. As a result, the device was explanted on (B)(6) 2019. The complaint device is either catalog 3501645, lot 5547012 or catalog 3501640, lot 5538414, but it is not known conclusively which is the complaint device. Requests for additional information was sent but no response was received. If complaint device becomes apparent during device evaluation, the file will be updated.

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the deflated right device initially reported by the customer is a non-mentor device confirmed by the doctor. Mentor will make no further regulatory submissions for this event. Manufacturer¿s reference number: (B)(4).